Event description:
It was reported that the programmer did not allow the analyzer image to transfer when it was slaved into the boon. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the analyzer image was unable to be transferred when slaved to the boon. Analysis did find that the power cord door as well as the power cord were missing and both were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.